Event description:
It was reported that a spectrum pump failed flow rate test at 21.21 during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for flow rate testing and was unable to reproduce the reported symptom. The device was tested at a rate of 40 ml/hr, with a vtbi of 20ml. The total amount infused was 20.113 ml, for an error percentage of 0.565%, which is a passing result. The device was also tested at a rate of 20 ml/hr with a vtbi of 20ml. The total amount infused was 20.564 ml, for an error percentage of 2.82%, which is a passing result. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.